Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (unknown) (2000 mcg/ml at 340.1 mcg/day) via an implantable pump for intractable spasticity. It was reported that the patient had an MRI back in september and when they came in today for a routine refill it was noted that the pump stalled and there was no recovery. The caller rechecked the logs and confirmed that the motor stall recovered.